Event description:
A report was received that a recently implanted patient will be explanted because they are suffering from intense nausea when their stimulation is turned on. The patient was allergic to the nickel that was used in the ipg and lead.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-70 serial#: (B)(4) description: artisan surgical lead, 70cm.

Event description:
A report was received that a recently implanted patient will be explanted because they are suffering from intense nausea when their stimulation is turned on. The patient was allergic to the nickel that was used in the ipg and lead.

Manufacturer narrative:
Additional information was received that the patient was explanted because the patient was not fit to be implanted with the device and the patient was experiencing abdominal stimulation. Device malfunction was not suspected. The explanted devices were not returned to bsn as they were discarded by the medical facility.